Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was selected for use. The sheath drew in air during aspiration. Multiple attempts were made to aspirate the sheath without success. A leak from the side port connector was suspected. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information was added to block b5 describe event or problem.

Event description:
It was reported that the sheath exhibited air during aspiration. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was selected for use. The sheath drew in air during aspiration. Multiple attempts were made to aspirate the sheath without success. A leak from the side port connector was suspected. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that excessive air bubbles were observed in the aspiration syringe.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through tears in both the inner and outer valve.

Event description:
It was reported that the sheath exhibited air during aspiration. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was selected for use. The sheath drew in air during aspiration. Multiple attempts were made to aspirate the sheath without success. A leak from the side port connector was suspected. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that excessive air bubbles were observed in the aspiration syringe.